Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crtd) device exhibited respiratory rate trend (rrt) sensor oversensing as observed on stored atrial tachy response (atr) episodes. It was also noted that the right atrial (ra) lead pace impedance measurements were in the 450 ohm to 550 ohm range but there was a high measurement of 1330 ohms two months earlier. These pace impedance measurements are within normal specification limits. The ra lead is not a boston scientific product. Boston scientific technical services provided guidance to the boston scientific representative to consider programming the respiration-related trend to off and monitor the ra lead for out of range pace impedance measurements. The products remain in-service. No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).